Event description:
A dialysis equipment tech reported that a hemodialysis machine removed too much fluid from 3 pts in 1 day. Clinical info was provided by a dialysis nurse at the clinic. The second pt became hypotensive during treatment and was given 1,00ml of saline. Based on the pre and post weights, saline was given and what the machine had indicated was removed, there was a fluid weight loss variance of 4.7kg.

Manufacturer narrative:
H3: (other) - device was evaluated by the facility tech after the third treatment. The reported problem was not duplicated. The uf pump volume was 24.1 per 24 strokes. During rinse, a pin-hole leak was found on the diasafe filter. This does not account for the extra fluid removed from the pt. The machine is back in service with no reported problem.